Event description:
The customer reported that during pre-operation check for a radio frequency ablation procedure, the system checked out ok. However, once the ablation was started, water leaked from between the needle and the grip of the electrode. The procedure was completed with another needle electrode. The pt is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for eval; therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.